Manufacturer narrative:
The purpose of this investigation the clinical specialist who reported the event, was contacted over the phone on (B)(6) 2026 where it was confirmed that the spacer body retrieved from the patient was inadvertently discarded after the case. Therefore, the description of the event and the intraoperative images provided. Per the provided information, the nose of the sable cage disassembled after the surgeon over-collapsed the implant while repositioning it. The surgeon then removed the body of the sable cage from the patient. The surgeon attempted to remove the nose from the patient but was unsuccessful. The surgeon decided to leave the nose in the patient and monitor the patient's health post-operatively. As of (B)(6) 2026, no adverse effects to the patient were reported. Over collapsing the implant is a known cause of sable nose disassembly. Within the removal section of the sable technique guide, users are warned not to over-collapse the implant. Therefore, the likely cause of this event is improper handling by the user. The reported failure is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored.

Event description:
It was reported that the surgeon was placing a sable cage at l3-l4. He place the cage and expanded. He didn't like the position and collapsed the cage. When he collapsed the cage and repositioned the cage, the tip of the sable cage fell off in the disc space. We were unable to retrieve the tip, in trying to retrieve the tip the part was pushed anterior. The surgeon is going to monitor this patient.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that the surgeon was placing a sable cage at l3-l4. He place the cage and expanded. He didn't like the position and collapsed the cage. When he collapsed the cage and repositioned the cage, the tip of the sable cage fell off in the disc space. We were unable to retrieve the tip, in trying to retrieve the tip the part was pushed anterior. The surgeon is going to monitor this patient.